Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated the sensor did not have an electrode. The customer's blood glucose was unknown at the time of the incident. The customer stated that the needle may have been retracted in the sensor. The customer returned the product for analysis.